Manufacturer narrative:
Concomitant medical products: (B)(4) stent graft implant date: (B)(6) 2018; (B)(4) stent graft implant date: (B)(6) 2018; (B)(4) stent graft implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically low r waves were noted on the right ventricular (rv) lead. The rv lead remains in use. No patient c omplications have been reported as a result of this event.